Event description:
The manufacturer received information alleging a ventilator had no airflow while in patient use. The patient's blood oxygen level decreased. A replacement ventilator was provided. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly had no airflow while in patient use. The patient's blood oxygen level decreased and a replacement ventilator was provided. The device was returned to the manufacturer's service center for evaluation. The device failed a step during testing. The device's flow sensor assembly and blower were replaced to address the issue. The device was found to be severely contaminated. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.